Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer would not open and the device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4-1 was found with its latch sensor dislodged. A field service engineer reattached the sensor and tested. During further inspection, row boards a and c for drawer 6 were not detected on the bus. Initial troubleshooting involved swapping out the row board cable and drawer board, but the issue persisted. It was then discovered that liquid had spilled onto row board a, causing the malfunction. Both row boards a and c were removed and replaced. Firmware was updated, and all components were tested. The hardware test application (hta) and the application confirmed that everything was functioning correctly post-repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer would not open and the device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.